Event description:
It was reported that three bd connecta¿ stopcock leaked during use on the same patient.

Manufacturer narrative:
Correction: b.5. Describe event or problem: it was reported that three bd connecta¿ stopcock leaked during use on the same patient. Investigation summary: a device history review was conducted for lot number 8093647. Records show the reported lot was manufactured on 04/28/20218 and determined that this is the only instance of leakage occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Investigation conclusion: bd subjected the samples submitted by the facility to leakage testing. The results of this experiment determined that the devices were leaking from cracks in the devices' housing. Root cause description: after completing a review of our manufacturing process, the engineers were unable to determine a root cause for this event. Rationale: bd will continue to track and trend for this issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd connecta¿ stopcock leaked during use.